Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump and catheter were replaced. The patient's baclofen pump dose was extremely high, therefore, the healthcare provider considered it unlikely that patient was getting full amount of baclofen. Provider was unsure of the exact amount of drug the patient was actually getting so it was decided to replace the pump system. A catheter dye study was inconclusive, as there was surgical hardware obscuring the view. Catheter and pump explant and replacement took place on (B)(6) 2012. The catheter was reported as having a break/tear/hole/occlusion. It was unclear what the exact catheter anomaly finding was, if any. The pump was replaced prophylactically at the same time to avoid in-vivo battery depletion. No patient injury was reported. Patient outcome was reported as "recovered without sequela" the medications in the pump were baclofen (compounded) and morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8703w lot# l37094, implanted: 1997 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter l37094 revealed a hole or tear in the catheter body caused by the metal pin of the pump connector poking through.